Manufacturer narrative:
Initial.

Event description:
It was reported that the user requested a return after stating the ilet delivered too much insulin, resulting in a low glucose event that the user treated with oral glucose including juice and glucose tablets. Symptoms included hypoglycemia. Outcomes included unexpected medical intervention - medication required. Investigation included communication with the user and analysis of information provided by the user or a third party. Investigation of this case revealed no findings were available and there was insufficient information to characterize a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.